Manufacturer narrative:
Additional information received noted that this lead was surgically abandoned while the device was electively explanted.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to loss of capture on the right ventricular channel. This pulse generator (pg) was reprogrammed and capture was then archived. This patient had no adverse effects and this device and lead remains implanted.